Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire and perforated the target vessel during implant. The procedure continued by using an alternate vessel. No consequences for the patient were noted, the patient was doing well.